Event description:
It was reported the an asymptomatic patient presented to the clinic after receiving a patient notifier for non-sustained lead noise. Far field p wave oversensing was noted. Noise could not be reproduced with isometrics and pocket manipulation. The alert w

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes there was an instance of non-sustained lead noise due to post paced t wave oversensing. Low frequency attenuation filter was programmed off.

Event description:
It was reported the an asymptomatic patient presented to the clinic after receiving a patient notifier for non-sustained lead noise. Far field p wave oversensing was noted. Noise could not be reproduced with isometrics and pocket manipulation. The alert was cleared. Patient will be monitored.